Event description:
This is a spontaneous case report received on 28-jul-2016 from a gynecologist/obstetrician via account manager in netherlands. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The patient has endometriosis. On an unspecified date, essure was removed. She had an inflammatory reaction whereby her tuba was enlarged and contained inflammation fluid. The patient will return for follow-up 3 and 12 months after removal. No follow-up with the physician will be possible. Company causality comment : this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. Her fallopian tube had an inflammatory reaction whereby the tuba was enlarged and contained inflammation fluid. This event is listed in essure's reference safety information. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Hydrosalpinx may be a long-term complication of pid. After pid resolves, the damaged fallopian tube can become blocked, fill with sterile fluid, and become enlarged. In this case, the exact etiology of the reported fallopian tube inflammation and enlargement was not reported. However, considering event's nature and given essure action into the fallopian tubes, causality with the suspect insert cannot be excluded. Since device removal was required, this case was considered an incident. A product technical analysis is being sought. No active follow-up with the physician will be possible.

Manufacturer narrative:
Follow-up received on 15-aug-2016. Quality safety evaluation of ptc - (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-aug-2016 for the following meddra preferred term: salpingitis.the analysis in the global safety database revealed 38 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. Her fallopian tube had an inflammatory reaction whereby the tuba was enlarged and contained inflammation fluid. This event is listed in essure's reference safety information. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Hydrosalpinx may be a long-term complication of pid. After pid resolves, the damaged fallopian tube can become blocked, fill with sterile fluid, and become enlarged. In this case, the exact etiology of the reported fallopian tube inflammation and enlargement was not reported. However, considering event's nature and given essure action into the fallopian tubes, causality with the suspect insert cannot be excluded. Since device removal was required, this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up with the physician will be possible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.